Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The lesion being treated was located in the left anterior descending artery. Upon inflating a 3.00x20mm promus element it was noted that the stent was not on the balloon. The stent was located on the mandrel and had not entered the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device is combination product. (B)(4).

Event description:
It was reported that during a stenting treatment procedure stent dislodgement occurred. The lesion being treated was located in the left anterior descending artery. Upon inflating a 3.00x20mm promus element it was noted that the stent was not on the balloon. The stent was located on the mandrel and had not entered the patient. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is stable. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: examination of the device found the device was returned with the stent dislodged from the stent delivery system. The stent was damaged and kinked. Struts in the middle section of the stent were stretched and a kink was present in that area. The balloon showed evidence of having been inflated. The tip section of the device was examined and no issues were noted with its profile that could have potentially contributed to the complaint incident. Kinks were present throughout the entire length of the hypotube. This type of damage is consistent with excessive force being applied to the delivery system. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).